Manufacturer narrative:
The medfusion 4000 pump was received for evaluation. Upon receiving the pump, it was noted that counterfeit tamper seals were found on the pump. But there was no appearance of any physical damage. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. To investigate the reported issue, a power up test was performed. A super capacitor power up self test, super cap post, error was found at power up. The super capacitor on the main board does not operate as intended. There was a main board with low profile black panasonic cap. Root cause of the problem could not be determined. The main board was replaced, and the pump passed all functional tests.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was a system failure, and a super capacitor issue during power up self test. The battery is reportedly "good." It is unknown if there was a patient involved in the reported event.